Event description:
It was reported that shaft perforation occurred. The opticross 35 was selected for use. While loading the catheter over the non-boston scientific wire, the wire pierced through the shaft of the catheter about 5cm from the tip. This allowed air into the system and image quality was poor. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Pro code (product code): obj, itx.